Event description:
Case reference number (B)(4) is a spontaneous report sent on 28-mar-2025 by a physician via sales representative concerning a 30-year-old female patient. Additional information was received from the same reporter on 03-apr-2025. The patient was not pregnant. She had no known medical history or allergies. The patient had previously received treatment with an unspecified ha filler to the cheeks in 2023 and had undergone a dissolving aging procedure (as reported), where she experienced similar pain in the right jawline, resembling the symptoms later reported with sculptra. The patient reported no illness in the month preceding the treatment, and no dental procedures or vaccinations within the past 6 to 12 months. On (B)(6) 2024, the patient received treatment with 1 vial of sculptra into the temples, cheeks, mandibular angle, and chin using a needle with a bolus technique. Bolus injections were administered at 0.2 ml every 1-2 cm. The sculptra was reconstituted with 5 ml of sterile water [water for injection], and the total volume injected was 6 ml (unknown addition of 1 ml). The physician reported that the patient was given sculptra supplied in a white box, but it had been red for a while, indicating it was an older version of the sculptra packaging. The lot number and expiration date were not available. A suspected expired sculptra was used (expired device used). The patient reported that symptoms developed gradually following the injection, including pain (implant site pain) and edema/swelling (implant site oedema) at the injection sites. These events were of mild severity and persisted for over two months. The patient was treated with an injection of duquette from a nurse, but the treatment was ineffective. Approximately two months post-injection, the symptoms worsened significantly, including severe facial swelling, particularly on the right jawline, firm and hard texture of the skin (implant site induration), and significant pain, described as intense enough to cause crying throughout the night. The patient also experienced tightness in the face, altered facial appearance, including inability to smile properly. Inflammation (implant site inflammation) continued in the face, persisting for four months. Additionally, distressing changes to the facial appearance (cutaneous contour deformity) were observed, especially in the jaw and chin areas, which appeared more structured or masculine than expected. The patient continues to experience tightness in the face, altered smile and facial function, and persistent pain and swelling in the jaw area. These symptoms are ongoing and continue to significantly impact the patient's quality of life. Due to the symptoms, the patient actively sought further medical evaluation and treatment. An MRI performed a few months after the injection confirmed that sculptra had been injected into the facial muscles, supporting the patient's report of intramuscular injection. The patient was treated with advil [ibuprofen] and continues to perform massages at the injection sites. The patient expressed concerns over the legitimacy of the procedure and the product used and reported that the clinic failed to provide any follow-up care or communication. The reporting physician assessed the causality of the events pain and oedema as possibly related to the treatment. Outcome at the time of the report: pain was not recovered/not resolved/ongoing. Edema/swelling was not recovered/not resolved/ongoing. Firm and hard texture of the skin not recovered/not resolved/ongoing. Inflammation was not recovered/not resolved/ongoing. Distressing changes to the facial appearance was not recovered/not resolved/ongoing. Suspected expired sculptra was used was recovered/resolved. Tracking list: v.0 initial report, v.1 fu received on 12-jun-2025 from the patient via the regulatory authority. Events (inflammation at implant site and cutaneous contour deformity) were added. The suspect device implant date and the verbatim for implant site oedema were updated. Additional follow-up received on 24-jun-2025 from the patient. Information on amount, reconstitution volume, events (induration), device location (temple), MRI results, corrective treatments, and additional medical history and event progression was obtained. Outcomes were updated to ongoing for all events. Case was upgraded to serious.